Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an allergic reaction while connected to a clearlink continu-flo solution set for an unspecified infusion. The allergic reaction was not further described. The cause of the reaction was not reported. At the time of this report, the patient was reportedly ¿back in the hospital¿ (dates unspecified) for an unreported indication (no further detail was provided). At the time of this report, the patient had a silicone PICC (peripherally inserted central catheter) in place and ¿had developed an unspecified allergic response¿. No further information was provided regarding whether the patient required medical intervention for the event or regarding the patient¿s outcome. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.